Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
Screwdriver tip from a t25 drive broke off inside of a 9.0x40mm expedium screw at right sacrum. Tip and screw were attempted to be removed but not successful. Surgery finish as planned. I was not in the or at the time.